Event description:
The user facility reported that they consistently had problems with parts of the bipolar hand instruments melting during a therapeutic single port laparoscopically assisted vaginal hysterectomy (lavh) procedure. The procedure was completed with an unidentified device. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report and was informed that there was no pt injury associated with the reported event. According to user facility staff, the inserts of the bipolar hand instruments were melting due to user error, as they have noted that the user was continuously activating the foot pedal of the electrosurgical unit with no time interval in between the cutting of tissues. The staff further reported that arcing was noted at the tip of the hand instruments at one point, and the pt reportedly jerked on the table. Based on an initial visit by the olympus' rep to the user facility, the setting on a non-olympus electrosurgical unit was checked and was reported to be appropriate and the olympus rep did not observe any non-conformity with use of the device. However, olympus will continue to work with the user facility to determine the cause of the reported phenomenon and to prevent the likelihood of reoccurrence. The user facility returned the shaft of the bipolar hand instruments (subject device) and grasping forceps to olympus for eval. The eval found evidence of electrical arcing and thermal damage at the distal end of the grasping forceps jaws. Both devices were tested with the use of test handle model wa60101c and electrosurgical unit model ues-2, and found to work appropriately; the output was normal. Both the outer shaft and the grasping forceps were forwarded to the original equipment MFR for further investigation. This report is being submitted as an MDR in an abundance of caution. See MFR# 9610773-2011-00031.